Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Litigation alleges that metal head and metal liner caused large amounts of metal ions and particles to be released into patients blood, tissue, and bone surrounding the implant. As a result, patient experienced severe pain, discomfort, and inflammation in thigh and groin. Additionally, patient also experiences a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update: (B)(6) 2012, (B)(6) was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised (B)(6) 2009 for pain, there was no bony ingrowth on the stem. Records are available for further review.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code b52b71000. A search of the complaint database finds additional reported incidents against lot codes 2493593 and 2434778 since their release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.